Event description:
It was reported that the screw became loose at the site, a new screw was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Event date not provided. Lot number for device not provided. Manufacturing date is unknown.

Manufacturer narrative:
One (1) certainâ® gold-titeâ® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified signs of wear but no signs of malfunction. The implant was not returned. Functional testing with an in-house implant to recreate the reported event; verified the screw threaded into as normal. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (universal) and was used for approximately 1 year, 11 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR & complaint history review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: loosening post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (iunihg). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
There is no update to the original complaint description provided.